Manufacturer narrative:
(B)(4). S/w version 6.7w retainer ring: black customer returned pump for alleged insulin blocked alarm during set found on (B)(6) 2022. Pump passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Test p-cap locked into the reservoir tube successfully. No unexpected insulin flow blocked alarms noted during testing. Pump successfully downloaded to thus. Confirmed insulin flow blocked alarm on 03/14/2022 at 10:15:31 during cannula filling in the pump downloaded history. The electronic assemblies and motor assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: keypad overlay peeling, cracked case-corner of belt clip rails and pillowing keypad overlay. In summary, customers alleged insulin blocked alarm during bolus was not confirmed during testing. Pump passed full dry test. No unexpected insulin flow blocked alarms noted in pump history download. No anomalies noted on electronic/motor assemblies. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received information that no delivery/occlusion alarm during therapy occurred. There was no adverse impact or consequence reported as a result of this event.